Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-4 - improper test method. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care

Event description:
Consumer reported complaint for erratic control test results. The customer's expected fasting blood glucose test result range is 80 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 90 and 93 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: result 1 :90mg/dl date: (B)(6) 2017 time:1:33p fasting, result 2 :93mg/dl date: (B)(6) 2017 time:132p fasting, result 3 :lomg/dl date: (B)(6) 2017 time:01:20p control test, result 4 :113mg/d ldate:(B)(6) 2017 time:10:30pmfasting, result 5 :150mg/dl date: (B)(6) 2017 time:10:03pm fasting. Customer called in states the meter is reading erratic customer has had replacement meters via the pharmacy as well as through us. Customer called in stating the meter is continously reading erractic. A control test was ran and customer recieve 4 inaccurate reading (20mg/dl/ e3, e3, and lo) customer just recieved new products and was following back. Customer denies the need for medical attention at the time of call and denies signs and symptoms of hyperglycemia at the time of call.

Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-40-user's test strip had poor fill. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for erratic control test results. The customer's expected fasting blood glucose test result range is 80 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 90 and 93 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer called in states the meter is reading erratic customer has had replacement meters via the pharmacy as well as through us. Customer called in stating the meter is continuously reading erratic. A control test was ran and customer receive 4 inaccurate reading (20mg/dl/ e3, e3, and lo) customer just received new products and was following back. Customer denies the need for medical attention at the time of call and denies signs and symptoms of hyperglycemia at the time of call.